Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer went to the emergency room and was subsequently admitted to the intensive care unit with an elevated blood glucose level above 500 mg/dl. Reportedly the customer had a "slight heart attack". Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6)2025 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.